Event description:
The plaintiff's attorney alleged that the patient experienced the following injuries: cardiac arrest, severe sepsis, spinal epidural abscess and subsequent expiration. It was reported that the events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.